Manufacturer narrative:
Received additional information, person was a bilateral, updated explant date to (B)(6) 2018.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to pain. (Left)

Manufacturer narrative:
Update implant date and incident description.

Event description:
Allegedly the patient was revised due to pain and high levels of chromium and cobalt in the blood stream (right)